Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: . The black box contain records from (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was running high blood glucose (bg) levels last night. The patient¿s bg ranged from 26mmol/l to 30mmol/l with severe vomiting. The reporter stated that the patient treated high bgs with boluses from the pump but the levels were not responding. The patient is in the hospital and being treated with IV fluids and insulin. The patient is being monitored and currently off the pump. At the time of the call the patient¿s bg was 14mmol/l. Customer support (cs) advised the reporter to call cs back when the pump is available to troubleshoot. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.